Manufacturer narrative:
Lumenis contacted the user facility directly to obtain patient information, treatment settings, and patient photographs, which have been provided. No malfunction has been reported by the user facility, however; a review of subject device service records concluded that no service has been performed by lumenis since (B)(6) 2015. Lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported adverse event. To the best of lumenis' knowledge, the subject device remains in use at the user facility. A lumenis clinical manager, being a person qualified to make a medical judgement, is currently reviewing the reported event details and patient treatment settings to determine the appropriateness of treatment and evaluate the severity of harm. Lumenis is continuing its investigation and will file a follow-up MDR when additional information becomes available.

Event description:
A user facility reported that one (1) patient sustained scratch like marks and hypopigmentation on ((B)(6) 2016) to the legs area following hair removal treatment with a lumenis one laser, hs handpiece.

Manufacturer narrative:
A lumenis healthcare professional evaluated the reported event details concluding the reported treatment settings were appropriate based on common medical practice, device labeling, and device training for the reported patient skin type. The healthcare professional concluded that probable sun exposure to be the contributory cause of the reported event. Based on the new information, lumenis is changing the conclusions codes accordingly.